Event description:
The mother of the pt stated that, the pt's pre-filled insulin cartridge cracked and insulin leaked into the cartridge compartment of the infusion device. The mother stated that, the cartridge fell out of supplies that she was taking to the pt at school and when it was found later the mother placed it back in the refrigerator to be used. She stated that she did not check the cartridge for damage when it was found. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for evaluation.